Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported a crack on the blue tip connected to the enteral nutrition tubing was observed on (B)(6) 2021. The devices were left in place. However, enteral feeding is no longer reliable on this route, resulting in loss of the nutrition product. No patient injury was reported.